Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided with this report.

Event description:
The customer¿s health care provider reported via phone call that the customer required the assistance of emergency medical services and subsequently hospitalized on (B)(6) 2020. Customer¿s blood glucose was 20 mg/dl, and he was unresponsive. Treatment was with glucose tablets and food. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. During the self-test, the insulin pump had a hardware low level failure alarm. The alarm was able to be cleared but the pump was unable to initiate the rewind process. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 20 mg/dl. The customer was treated with food. The customer received a emergency medical service. Customer was found unresponsive. Customer been using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump had insulin pump error while doing self test. The customer was able to clear the alarm but unable to rewind the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. No under delivery anomaly or over delivery anomaly noted. Pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. However unable to complete the self test and verify tone check or vibrate check due to pump error 63. Device uploaded properly using carelink. Device had scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment.